Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, due to dislodgement on the atrial (ra) lead. The physician elected to explant and replaced the ra lead. The patient condition was unknown.